Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, interrogation revealed several atrial fibrillation episodes that were misdiagnosed as ventricular tachycardia and inappropriate therapies were delivered as a result. The physician opted to change the patient's medication to resolve the event with no further action. The patient is in stable condition.